Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed white particulate matter in the device. The reported condition was verified. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a white particulate matter floating inside. This was identified during storage. The device was filled with an unspecified amount of saline. There was no patient involvement. No additional information is available.